Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/22/2016, that on (B)(6) 2016, an adverse event had occurred. The patient stated that she was hospitalized this month for gastroparesis due to digestive issues. It was stated that the patient's parents drove the patient to hospital due to stomach pain. The patient was admitted in hospital on (B)(6) 2016 for five days due to gastroparesis. The patient was placed on IV and required rest; hospital staff monitored the patient's vitals and continuous glucose monitoring (cgm) system during for the entire duration. The cgm was not removed and assisted with her blood glucose (bg) readings during her hospital stay. No product defects or failures were alleged. At time of contact the patient's condition was stable. No additional event or patient information was provide.